Event description:
It was reported that a prosa valve. (#fv701t) was implanted during the procedure on (B)(6) 2015. According to the complainant, the valve was believed to be not adjustable. The patient underwent a revision procedure on (B)(6) 2017. The complainant device was returned to the manufacturer for evaluation. Height: 175 cm.

Manufacturer narrative:
This complaint was reopened in reference to qab 2154. Investigation: visual inspection a deformation of the outer housing of the prosa® valve was observed through the visual inspection. The measurement of the plane parallelism could confirm that with a value of -0,1135mm the housing membrane is clearly outside tolerance (0 ± 0.02 mm). Permeability test a permeability test has shown that the valve is permeable, albeit with difficulty. Adjustment test the progav® was tested and is adjustable to all specified pressures. Braking force and brake function test the brake functionality test has shown that the brake function is fully operates as expected. However, the breaking force required was not within the given specifications. More force has to be applied to release the brake. Result: first, we performed a visual inspection of the valve. A deformation of the outer housing of the prosa® valve was observed through the visual inspection. This deformation was confirmed through a measurement of the plane parallelism. Significant outside pressure, for example by too much force from the prosa® adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. Next, we tested the permeability, adjustability, well as the brake functionality and brake force. The valve is permeable, albeit with difficulty. The prosa® valve is adjustable to all specified pressures. The brake functionality is fully given, although more force is needed to release the brake. We assume that the deformation has impacted the functionality of the brake. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of non-adjustability. At the time of our investigation, the valve was shown to be adjustable, although more force had to be executed to adjust the valve. We suspect that the integrity of the valve, due to the combination of a deformed housing diaphragm as well as the deposits inside the valve, has been compromised in the past. No further regulatory actions are required from our point of view.